Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2015-05656.

Manufacturer narrative:
(Further review of the initial complaint revealed the date of explant that was previously reported was incorrect. The explant date that was initially reported was related to the implant date of the replacement scs system. The true explant date is unknown.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-05656.